Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
It was reported that post -operative the right ventricular (rv) lead had highly variable r-waves and lack of slack visible on x-ray. Therefore the rv lead was revised and remains in use. No patient complications have been reported as a result of this event.